Event description:
It was reported that the right ventricular lead exhibited intermittent impedance and high thresholds. The lead was capped and replaced.

Manufacturer narrative:
Alno medwatch form was received.